Manufacturer narrative:
Qn#(B)(4).

Event description:
The complaint is reported as: "medical personnel refer that during access to the blood torrent, when using the central venous catheter, only air is extracted, so the procedure is repeated without success." Additional information was requested, but not available at the time of this report.

Event description:
The complaint is reported as: "medical personnel refer that during access to the blood torrent, when using the central venous catheter, only air is extracted, so the procedure is repeated without success." Additional information was requested, but not available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.